Manufacturer narrative:
Qc has been within established ranges before and after the event. A field service engineer (fse) ran pvt5 test, replaced sample probe, syringe and adjusted the 340 wavelength on the photometer. A clear root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding low total bilirubin (tbil) results generated by the unicel dxc 600 pro synchron clinical systems for several patients. Customer indicated that low results were of 0.1mg/dl. No printouts or other patient information is available. The results were not reported out of the lab. No change to patient treatment was reported.